Event description:
It was reported that the lead was attempted to be implanted in the right atrium (ra) but was not used. There was noise on the lead when attempting to check the lead after implant via external lead analyzer. Troubleshooting methods were employed and was determined that there was a lead noise issue with the lead. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.